Manufacturer narrative:
Evaluation results: visual findings revealed both dust covers underneath the battery slots have been damaged, and the broken pieces fell inside the unit causing a rattling sound when the unit was shaken. Indentation and site stickers observed on the exterior housing. Evaluation of the unit found the unit has power with batteries and ac adapter but did not sound when nothing was connected due to one of the soldering pad joints of the c22 (capacitor) came off. If the fail-safe is not working, it may not alert the caregiver if a sensor is disconnected or not working and could contribute to a patient incident. Being that the unit is already more than five years old since it was manufactured, it is unlikely that a manufacturing non-conformity contributed to the unit not sounding, and the likely cause of the event is abnormal use or normal wear and tear. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. (B)(4).

Event description:
(B)(6) 2020 bd1 customer states that the have 3 alarms that are not working properly. One of the alarms has no sound but led's light up. The other two alarms the pause/suspend button is not working. Customer states they did test the alarms with new batteries and sensors attached and the same issues happened. Troubleshooting template completed and saved to the drive. The date the issue was discovered is unknown.